Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography. According to the complainant, the hydratome was used for cannulation and then for a sphincterotomy. During the sphincterotomy, the physician noted that the cut wire had pulled out of the tip. The wire did not break and it remained attached. The wire was cut off by the surgeon to be able to use the hydratome again for the cannulation purposes. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)